Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 272mg/d, 152mg/dl. Tests were done within 4 minutes apart with a difference of 50%. Patient did not experience any adverse events. No further information has been reported. Note: customer did separate finger sticks.